Event description:
It was reported the patient was experiencing pain at her scs ipg site. During the surgery on (B)(6) 2014 to reposition the patient's ipg, the physician decided to electively explant and replace the patient's ipg with a new ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's pain at the ipg site has reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.